Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Interrogation revealed that an elective replacement indicator had caused the tones. Premature battery depletion was suspected, although the device was programmed with high outputs. The device was explanted and a new device was implanted.